Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78419, implanted: (B)(6) 2000, product type: catheter. Product ID 8709, lot# j0039985r, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The pump was removed because the catheters broke and the pump became dislodged. Prior to removing the pump, the physician decided to turn the pump off for 5 months and then they decided to remove it rather than turn it back on. The cause of the event, troubleshooting performed, patient symptoms and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.